Manufacturer narrative:
Partial implant date has been updated to align with device manufacture date.

Event description:
Healthcare professional reported deflation and valve leak and/or damage. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and valve leak and/or damage.

Event description:
Healthcare professional reported deflation and valve leak and/or damage. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed cracked valve seat diaphragm valve. ¿ valve leak and or damage: observed delamination total of the valve (adhesive failure) additional observations: ¿ observed creases on the device.

Event description:
Healthcare professional reported deflation and valve leak and/or damage. The device has been explanted. This relates to the right side.